Event description:
As reported, the plug of a 5f exoseal vascular closure device (vcd) could not be released. There was no reported patient injury. Additional information was requested but not provided. The device will be returned for analysis.

Manufacturer narrative:
Due to system limitations, section h6 required to input type of investigation, investigation findings, and investigation conclusions for an initial report. Pending additional information to complete investigation. This device is available for analysis, but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt. Additional information is pending and will be submitted within 30 days upon receipt.

Manufacturer narrative:
After further review of additional information received the following sections have been updated accordingly: g3, g6, h1, h2, h3 and h6. As reported, the indicator window of a 5f exoseal vascular closure device (vcd) did not change to black-black. There was no reported patient injury. The operator was trained in the device. The device was stored and prepped according to the instructions for use (IFU). The exoseal vcd was used in an interventional procedure with a retrograde approach. There were no visible signs of device or package damage prior to use. The femoral artery¿s suitability was verified on angiography, including the insertion angle of the vascular sheath introducer. The vessel diameter was verified to be greater than or equal to 5 mm. There was no visible calcium or plaque at the puncture site, no stent near the puncture site, and no vessel stenosis greater than 50% at or near the puncture site. The target femoral site had not been previously closed with any closure device or manual compression within 30 days prior to the procedure. There was no evidence of pre-existing hematoma, arteriovenous fistula, or pseudoaneurysm at the access site prior to exoseal vcd use. An unknown 5f cordis sheath was used. There was no difficulty connecting the vascular sheath introducer with the exoseal vcd. No resistance or friction was experienced as the exoseal vcd was advanced through the sheath, and the sheath was not kinked or bent. The vascular sheath introducer was retracted until the hub engaged with the indicator wire cowling and locked against the handle assembly with an audible click. Pulsatile flow was observed from the bleed-back indicator. The exoseal vcd and vascular sheath introducer were retracted together until pulsatile flow significantly slowed or stopped. The exoseal vcd and vascular sheath introducer were not retracted until the indicator window changed to solid black color. The physician had their thumb placed on the plug deployment button during retraction. The indicator window did not show any red color during retraction. The plug could not be released. The exoseal vcd was securely locked with the vascular sheath introducer. There was no issue with or damage to the deployment lever. Other procedural details were requested but were not provided. One non-sterile 5f exoseal vascular closure device involved in the reported complaint was returned for investigation. Visual inspection of the device showed that the deployment lever was received in the not depressed position, while the guard partially depressed. The plug was in the manufacturing position, and the indicator wire was found deployed. A non-cordis catheter sheath introducer (csi) was returned inserted in the device. The indicator window was observed in the black/white position. No additional anomalies were noted during this visual inspection. A deployment simulation evaluation was performed, after the guard was locked. During the analysis, the indicator wire was pulled to achieve the black/black position in the indicator window. The deployment lever was then fully depressed, resulting in the retraction of the indicator wire and the expected plug deployment. Additionally, the indicator window transitioned to the black/white and red position. A high magnification evaluation was executed to evaluate any possible damage in the internal components, and the guard assembly. Nevertheless, no damage was observed to be present in the unit. A dimensional analysis of the delivery shaft inner diameter was performed. The measurement result was within specification. The reported event of ¿indicator window no change to indicator¿ was not observed through analysis of the device since the device was able to achieve the window transition and full deployment during the functional analysis. The cause of the reported event could not be determined. It is possible that factors related to the procedure, handling, and/or patient anatomy contributed to the reported event. However, as the device was received with the cowling/guard not locked, it is likely that any issues experienced when attempting to use the device may be related to handling factors of the cowling/guard during use as the condition indicates an incomplete depression of the cowling/guard may have occurred. During retraction of the exoseal device and the sheath as a single unit it is important to ensure that the operator¿s thumb is not placed or resting on the plug deployment button. The instructions for use (IFU) provides the following caution: if the graphic pattern in the indicator window does not change to a solid black color after approximately 1cm of retraction from the point that pulsatile flow significantly slowed or has stopped, discontinue the use of the device.based on the information available for review, there is no indication to suggest that the reported failure could be related to the design or manufacturing process of the unit. Therefore, no corrective/preventative actions will be taken at this time.

Manufacturer narrative:
After further review of additional information received the following sections have been updated accordingly: a3a, a4, b5, d10, g3, g6, h1, h2, h3 and h6 this device has been analyzed but the final, approved draft of the engineering report and its conclusion is not yet available. However, it will be submitted within 30 days upon receipt. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, the indicator window of a 5f exoseal vascular closure device (vcd) did not change to black-black. There was no reported patient injury. The operator was trained in the device. The device was stored and prepped according to the instructions for use (IFU). The exoseal vcd was used in an interventional procedure with a retrograde approach. There were no visible signs of device or package damage prior to use. The femoral artery¿s suitability was verified on angiography, including the insertion angle of the vascular sheath introducer. The vessel diameter was verified to be greater than or equal to 5 mm. There was no visible calcium or plaque at the puncture site, no stent near the puncture site, and no vessel stenosis greater than 50% at or near the puncture site. The target femoral site had not been previously closed with any closure device or manual compression within 30 days prior to the procedure. There was no evidence of pre-existing hematoma, arteriovenous fistula, or pseudoaneurysm at the access site prior to exoseal vcd use. An unknown 5f cordis sheath was used. There was no difficulty connecting the vascular sheath introducer with the exoseal vcd. No resistance or friction was experienced as the exoseal vcd was advanced through the sheath, and the sheath was not kinked or bent. The vascular sheath introducer was retracted until the hub engaged with the indicator wire cowling and locked against the handle assembly with an audible click. Pulsatile flow was observed from the bleed-back indicator. The exoseal vcd and vascular sheath introducer were retracted together until pulsatile flow significantly slowed or stopped. The exoseal vcd and vascular sheath introducer were not retracted until the indicator window changed to solid black color. The physician had their thumb placed on the plug deployment button during retraction. The indicator window did not show any red color during retraction. The plug could not be released. The exoseal vcd was securely locked with the vascular sheath introducer. There was no issue with or damage to the deployment lever. Other procedural details were requested but were not provided. The device will be returned for analysis.